Event description:
It was reported that during a patient transfer, the ventilator stopped ventilating the patient with no audible alarms. The patient was removed from the ventilator and was manually ventilated for the remainder of the transfer.